Manufacturer narrative:
Unit passed displacement test; it failed self test returning an unexpected hardware low level failure alarm. Hardware low level failure alarm is confirmed in the formatted history file (variable info = 3) due to a loose connection or a cold solder joint at u1 keypad assembly. No unexpected audio/vibrate anomaly/absence of alarms were noted during testing. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump alarmed with hardware low level failures. The customer's blood glucose level was 300 mg/dl at the time of the incident. The customer was able to clear the alarm. Customer was able to complete pump rewind. The insulin pump will be returned for analysis.